Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, the complaint could not be replicated or confirmed.

Event description:
The initial reporter stated that the pump was turning off during feeding. Mmdg did follow up with the initial reporter who stated that the pump was replaced and that the patient was fine after the event. The initial reporter also states that the patient did miss two nights feeding, but that the patient is able to eat by mouth and that is how they made up the patients feedings. (B)(4)